Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received multiple inaccurate fill estimate readings. The customer's blood glucose level was not impacted. A cause of the past inaccurate readings could not be identified and the customer declined tandem technical support's offer to assist with reloading the current cartridge. On (B)(6) 2016, the customer reported that the fill estimate was accurate.